Manufacturer narrative:
A ge field engineer (fe) spoke with the customer, and it was reported to him that the orderly mistakenly chose a magnetic anesthesia machine to use in the mr room instead of a non-magnetic machine. There was no sys malfunction that caused or contributed to the event as magnet inherently attracts ferrous objects. The fe also noted that a magnet warning sign is posted on the mr room's door. Based on the info provided in the report, the cause of the incident was that a ferrous object was introduced into the magnet room.

Event description:
It was reported that a hospital orderly introduced an anesthesia machine into the MRI room that became attracted to the magnet. The orderly handling the anesthesia machine received a small fracture of the left thumb. Treatment of the injury included immobilizing the thumb, and the orderly was ordered a 15-day rest.